Manufacturer narrative:
Continuation of d10: product ID 37642 (serial: (B)(6)); product type: 0201-programmer patient; implant date n/a; explant date n/a product ID 37751 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a product ID 37761 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient representative reported that the patient programmer,  recharger, and the desktop charger (dtc) was mailed into rcw repair by the patient (pt)  on (B)(6) 2023 because "they weren't working". When patient services (pss) asked patient rep to describe how the equipment wasn't working the patient said that the recharger wasn't charging and couldn't elaborate on the patient programmer. Pt was extremely hard of hearing. Ps reviewed that typically patients would call ps and then troubleshoot, ect and then replacements would be sent with a return box for patients to send old parts back. Pt rep confirmed that pt had never called ps and had just shipped the parts to repair (pt got repair's address of the recharger box). Pss consulted repair and repair found the equipment along with a note from the patient saying "the enclosed instrument (battery charger) is no longer operative. It no longer charges my batter y charger. Please send me a new charger". Pt rep said the equipment stopped working "3 months before (B)(6) when the pt sent in the equipment". Pt hasn't charged since then (around (B)(6) 2023) and pt was currently shaking so bad in their hands that they could barely write. Due to situation repair is going to send a (B)(6) replacement to pt. Ps reviewed with pt rep that implant was likely in over discharge. Pss reviewed that ps would reach out to field to notify field of issue and ask that field reach out to pt rep.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the cause of the overdischarge was due to the patient deciding not to charge for over a year. The patient had the new recharger, but never reached out to have the device taken out of overdischarge. The patient chose to do this because their handwriting became bothersome with therapy off which was why they decided to request to have it back on. The battery was brought out of overdischarge by the rep and the patient was back to normal use of therapy.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.